Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported due to the following conclusion: it was alleged the vessel sealer extend instrument had an intermittent sealing issue and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intermittent sealing issue was noted on the vessel sealer extend (vse). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) involved in this event and completed the failure analysis testing. A review of the error logs confirmed the reported complaint of the instrument not engaging. The instrument failed to engage on (B)(6) 2022 on system serial#: (B)(6). The instrument was placed on an xi system arm and was recognized multiple times on multiple arms and fully engaged on the sterile adapter. The instrument was driven on an in-house system, and the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The cut and energy delivery tests passed. The instrument passed ceramic dot verification and knife slot check, which was 0.029¿. The instrument was fully functional, and no errors occurred during the in-house testing. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The vse was not inserted to the patient due to an engagement failure. There was no allegation on the audible tones function since the vse was not inserted into the patient. The issue was resolved by replacing the vse with a new vse. A review of the device logs for the vessel sealer extend (part#: 480422-01 / lot/serial#: (B)(6) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2022 via system serial#: (B)(6). There was 1 use remaining after this last usage. This last usage of the device per the log review matches the reported event date, confirming that the instrument was not used after the date of the reported event. A review of the system logs for the vse associated with this event has been performed by an isi failure analysis engineer (fae). The following additional information was provided: according to the logs there were three instances of high initial starting impedance during the procedure, which meant that there was too much tissue/fluid between the jaws for energy to be activated. However, it seems the user repositioned the tissue and was allowed to continue sealing after each error occurrence. After the last error the user utilized the sealing feature one time before ending the procedure.

Event description:
Refer to h10/h11 for follow-up information.